Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implantation procedure, the device went into backup mode. It was noted that the patient had electrocautery used near/on the device that caused the device to went into backup mode. The device was restored to normal function. The patient was stable before, during and after the restoration.